Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt had a pocket revision due to pocket discomfort. The physician repositioned the pocket. The pt was reportedly doing well after the procedure.